Event description:
Customer activated a pod at 12:30 pm on (B)(6) 2011. Her bg was within normal range (118 mg/dl) at 2:11 pm. At 8:25 pm her bg was 419 mg/dl so the customer administered a correction bolus of 9.55 units. Her bg level remained high (477-600 mg/dl) throughout the night and into the next morning. At 8:17 am her husband took her to the emergency room. The pod was removed at the hospital around 10:00 am. Upon removing the pod, the cannula appeared bent. On (B)(6) 2011 at 8:00 pm the customer's bg had decreased to 225 mg/dl and she was still in the hospital. It is unknown what treatment was provided and when the customer was discharged.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any malfunction that may have caused or contributed to the customer's hyperglycemia and hospitalization. A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia, however, we are unable to confirm that this occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least four to six times a day. After a total of four hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and to contact their hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.